Event description:
Pump malfunction reported, rn reported the levophed should have been programmed to 5mcg and it was found running 45mcg. Resulted in patient with a hr [heart rate] in the 180s in svt [supraventricular tachycardia]. Pt w/ [with]new onset afib w/ rvr [atrial fibrillation with rapid ventricular response], lopressor 2.5mg given and amiodarone bolus. Pump was removed from service and sent to engineering.